Manufacturer narrative:
(B)(4). The pt has been given augmentin, unisin and vancomycin (dates, dosages and duration not provided). Dr. (B)(6) is planning on doing an allergy test using radiesse for this pt.

Event description:
Dr. (B)(6) contacted (B)(6) to state that she has a pt who has cellulitis. She thinks that this pt may have a hypersensitivity to radiesse. Dr. (B)(6) did not inject the pt. An ophthalmologist (name not provided) injected the pt three weeks ago ((B)(6) 2011) with radiesse. Five days before the pt on-set of symptoms dr. (B)(6) injected the pt with perlane into the lower face and that area is fine. On (B)(6) 2011, the pt complained of swelling and a lot of facial pain. The pt was admitted to the hosp (date not provided). The reason for the admission was her congenital vascular problem. Dr. (B)(6) believes that this problem stems from an (B)(6) of 2010 injection of radiesse that a physician in (B)(6) performed intraorally with radiesse. That injection was not covered with antibiotics. Dr. (B)(6) believes that a problem with anerobes was re-ignited.